Event description:
It was reported that five months prior to this report the patient¿s device broke through his skin and came out. The device was explanted due to concern for infection. The patient was waiting to replace the device. Follow up was conducted to obtain additional information and if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377745, lot# n0042225, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: 377745, lot# n0030362, implanted: (B)(6)2005, explanted: (B)(6) 2014, product type: lead, product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension. (B)(4)